Event description:
It was reported that when checking the wave height after an implant procedure using the diagnostic mobile programmer application, the ventricular sensing (vs) marker did not stand and the waveform was slackened up and down. A legacy programmer was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.